Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Received 1 all silicone foley catheter with syringe. Verified material number 2758j14 and manufacturing lot number ngjy5145. Visual inspection noted no obvious observations. During testing, the catheter balloon inflated using returned syringe with 10ml methylene blue solution (3 drops 1 percent aq methylene blue per 100ml distilled water), the balloon inflated with no difficulty and no leakage was noted. The balloon deflated 10ml methylene blue solution within 37sec. This is within specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Corrections: d, e, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre test the water was injected into the foley catheter, but the balloon did not inflate properly. Per notification from investigator on 29jan2026, it was reported that balloon was asymmetrical 100:0 found during sample evaluation on 04dec2025.

Event description:
It was reported that during pre-test the water was injected into the foley catheter, but the balloon did not inflate properly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.